Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline and had power outlet issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station went offline during severe weather conditions. A field service engineer (fse) removed the back cover and broken the lid of a pocket (d3) as per customer request to get medications. Further investigation followed documented troubleshooting procedures, which identified a fault with main full height drawer 6. To resolve the issue, both the pyxibus module and the drawer controller board were replaced. Post-repair, the station was powered on, allowed to boot into the application, and a firmware upgrade was observed. The system functioned as intended after the field service engineer repaired the device.